Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2014. The event of a"a hypersensitivity reaction, lumpiness/palpable product, swelling, and diffuse perioral edema" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Postmarket surveillance - the following adverse events were received from postmarket surveillance for juvederm ultra plus (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports.

Event description:
Healthcare professional reported that twenty days after injection with juvederm ultra plus xc and in the oral commissures, glaellar lines/creases, and nasolabial folds, the pt experienced "a hypersensitivity reaction, lumpiness/palpable product, swelling, and diffuse perioral edema" at the injection sites. Healthcare professional reported that "30 min prior to beginning of sx" there was first time "use of retin a cream. 0.1%". "Hylenex, septra, and medrol dosepak were provided as treatment. Symptoms were reported as considered product related. Symptoms were subsequently reported as "improving-not completely resolved".